Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that upon taking an impedance check during a battery change it was found that contact two was in the ¿high¿ range. The surgeon removed the wire and cleaned it, as well as suctioned out the battery with the same results. The surgeon then removed the extension wire and examined it, with the same result. The surgeon then removed the wire and placed it in the opposite hold in the header (to test if the issue was with the battery), with the same result. The surgeon then attempted to clean the wire again with the same result. Impedances were ok pre-operatively. The issue wasn¿t resolved. The surgeon decided to leave it open as is and the patient wasn¿t programmed on the affected contact. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) stating that impedances were found to be normal after closure.